Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/08/2019.

Event description:
The customer reported that the battery was not charging. There was no patient involvement.

Manufacturer narrative:
Date received by manufacturer: 28oct2019. Report date: 29oct2019. The customer's biomed confirmed the reported battery failure. The customer's biomed reported that the battery issue was resolved. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Part was not returned to fi. The root cause cannot be determined until the device is returned and investigated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by manufacturer: 12 november 2019. Date of this report: 13 november 2019. Follow-up information clarified by the customer that the battery charging issue was resolved by the replacement of the power supply which addressed and corrected the reported event.